Event description:
Rptr's condition was diagnosed as "lumbar stenosis level inferior aspect from l3 through l5 with scoliosis and sponoylothesis at l4-l5, l5-s1." He was operated on 4/3/95 by a doctor who, in his opinion is a competent surgeon. The only complication of the surgery was a pulmary emboli. The procedure peformed was decompression, lumbar and lumbosacral fusion, lateral transverse procedure using rods, pedicle screws and cross lines. From 4/19/95 to 5/20/95, he walked daily (as recommended by his doctor) to help heal the fusion. He was able to walk 2 miles daily. During this time he felt no pain and the numbness of his right thigh, which was present prior to the operation, improved daily. He was able to walk, sit, drive, etc. (Always wearing his plastic brace) without experiencing pain. During this time, he did not have any mishaps or fall down. On 5/21/95 he was not able to perform his daily 2-mile walk because of back pain in his lower left side and pain in his left leg calf. Since then he has been practically bed-ridden because of the pain which does not allow him to function in a decent manner. Even reaching for a towel, hurts his back. On 6/2/95, x-rays revealed that one of the 6 pedicle screws had broken. Recently, he has noticed a slight improvement in his condition, although, he still needs to lie down in the back seat of the car when he and his wife go somewhere. He can truthfully say that his condition is worse now as compared to what it was prior to surgery.